Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, the sponge detached from the biopsy cap and was lodge inside the working channel of the scope. The scope was reprocessed and the sponge was still noted inside the scope. The sponge was eventually removed. There were no serious injury nor patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, the sponge detached from the biopsy cap and was lodge inside the working channel of the scope. The scope was reprocessed and the sponge was still noted inside the scope. The sponge was eventually removed. There were no serious injury nor patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. (B)(4).